Manufacturer narrative:
Philips will be sending the customer a replacement device to resolve the issue.

Event description:
The customer reported that the device will not display configuration gui on the browser. There was no reported patient involvement.